Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump had a blank display. The customer¿s blood glucose level was 168 mg/dl. The customer reported that the battery cap was neither missing nor damaged. The customer stated that there was water inside the insulin pump. The customer was assisted with troubleshooting but display did not return after pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had blank display due to corroded electronic assembly. The motor and force sensor had moisture damage. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to blank display. Device had cracked case at the corner of the belt clip rail, scratched display window, scratched case, pillowing keypad overlay and cracked keypad overlay at the select button.